Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they could not take off the insulin pump¿s battery cap. They were unable to use the insulin pump for 24 hours because the battery was dead. The customer stated they woke up to a high blood glucose of 555 mg/dl. They exercised and their blood glucose came down to 280 mg/dl. They did not treat the high blood glucose. Troubleshooting was performed but they were unable to remove the battery cap. The device will be returned for analysis.

Manufacturer narrative:
Pump received with stripped battery cap coin slot(p), cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected alarm error test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.